Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the pipeline flex (ped) failed to open in the middle section. Less than 50% of the device was deployed when it failed to open. The device was resheathed 2 times. No additional steps were made to open the ped. The ped was resheathed with the catheter and removed. No patient injury occurred. The devices were prepared and used per the instructions for use (IFU). Ancillary devices: phenom plus, phenom .027, synchro soft. This event occurred during the treatment of a pcomm, unruptured, amorphous aneurysm. The max diameter was 16mm and the neck was 6mm. The distal landing zone was 3.5mm and the proximal was 5.1mm. The vessel anatomy was severe in tortuosity.